Manufacturer narrative:
(B)(6). (B)(4). Neither product nor applicable imaging studies were available. No conclusion can be drawn.

Event description:
It was reported that a patient underwent psf surgery at c2-th3 levels. It was again reported that a c2 lamina screw was deviated to spinal canal direction. Revision surgery was operated. There were no patient complications reported.